Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alert after plugging the pump into a wall outlet to charge. Additionally it was reported that the pump indicated a data log corruption. Customer's blood glucose ranged from 140-150 mg/dl. Reportedly, customer continued using pump for insulin therapy until replacement arrives.